Event description:
It has been reported to philips that the host pc would not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc does not turn on. The fse performed the troubleshooting and found that faulty host pc and hard disk. Fse replaced the host pc and hard disk as part of troubleshooting. The system software was reloaded, and all the configuration settings were reset. After replacement of host pc, hard disk, reloading the software and configuration settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.